Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. It contains additional debris. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. UDI # (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw fractured in the patients mouth. This is the second time a abutment screw fractured. No patient impact.